Manufacturer narrative:
Sensor (B)(6), has been returned and investigated. No physical damage was observed, on the sensor patch. Observed no issues with returned adhesive. No malfunction or product deficiency has been identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported, with the freestyle libre 2 sensor. Customer was sleeping when the sensor prematurely detached after (B)(6) day of wear. As a result, customer was unable to obtain readings and experienced symptoms described as dizziness, weakness, headache, and seizure. Requiring hcp treatment of grape sugar tablets and glucose via injection for a reported diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Event description:
An adhesive issue was reported with the freestyle libre 2 sensor. Customer was sleeping when the sensor prematurely detached after 1 day of wear. As a result, customer was unable to obtain readings and experienced symptoms described as dizziness, weakness, headache, and seizure requiring hcp treatment of grape sugar tablets and glucose via injection for a reported diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event. It should be noted the reported treatment rendered is inconsistent with a diagnosis of hyperglycemia.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint there was no indication that the product did not meet specifications. Dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the freestyle libre 2 sensor. Customer was sleeping when the sensor prematurely detached after 1 day of wear. As a result, customer was unable to obtain readings and experienced symptoms described as dizziness, weakness, headache, and seizure requiring hcp treatment of grape sugar tablets and glucose via injection for a reported diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event. It should be noted the reported treatment rendered is inconsistent with a diagnosis of hyperglycemia.